Manufacturer narrative:
The insulin pump alarmed radio frequency failed self-test and was unable to communicate with the glucose meter due to a faulty y1/rf board. The unit passed the displacement test, rewind test, basic occlusion test, prime/compromised force sensor system, excessive no delivery test, occlusion test, and unexpected restart error test. The unit passed all operating currents tested within the specified range and passed the off no power test. The unit had a cracked reservoir tube lip.

Event description:
The customer called to report a radio frequency failed self-test alarm. The customer's blood glucose level was 100 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and to return their device back for analysis.